Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported an unspecified amount of tampons were unraveling and coming apart inside her. She experienced foul-smelling discharge, vaginal itching, pelvic pain, redness and swelling in vaginal area. No further details were provided on consumer's use of the product and outcome.